Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact, the pump was full of contamination, the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was confirmed. The pump was full of contamination, was sent back to customer unrepaired, beyond economical repair. The root cause was determined to be inaproppriate use of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed error code (B)(6) and the dso (downstream occlusion sensor) seal was damaged during bench testing. No patient involvement was reported.